Event description:
A customer reported error message ¿4124 sample-z bump and 2064 specimen level detect failure¿ on the aia-900 analyzer, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. While troubleshooting with the customer over the phone, fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by having the customer run a sample in a tube. Fse found one of the sample position on the rack was missing some of the tube holder springs causing the tube to set at an angle. The fse instructed the customer to remove and dispose the sample rack. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08jul2021 through aware date 08aug2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4124) sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction (2064) specimen level detect failure cause: the level of a [ rack ID, rack, position, specimen ID] specimen was not detected even when the specimen diluent tip was lowered to the bottom of a container. An ss flag will be attached to the assay results. Action: confirm that the set position of the specimen is correct, and also that the capacity of the container is adequate. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to the faulty sample rack.